Event description:
It was reported that during thrombectomy procedure, tip of catheter, distal to balloon broke off. Balloon and tip missing in patient.doctor went in with another catheter to finish procedure. Doctor thinks that he saw tip and balloon come out with suctioned contents. Patient doing fine and released same day.